Event description:
Tech stated due to bleed out, patient started bleeding causing fluid ingress to pbm, and tfm, modules. Tech replaced tfm and pbm pcbs, reset steppers, replaced one stepper, cleaned bed and parts. No injury being reported.